Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure the image acquisition system (ias) died while the system was on. It was found that the mobile view station (mvs) was not connected to the ias. System stayed powered on after the connection was made. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.